Event description:
It was reported that the artificial urinary sphincter (aus) balloon strength was weak. A revision surgery was performed in which saline was added to the balloon. No patient complications were reported.